Event description:
Crt-d model n119 was implanted eight months ago and is replaced now because it is defective. It has inappropriate rate response activity. This device is part of the product advisory from boston scientific. It is unknown whether the physician or patient received the letter from boston scientific. The old left ventricular lead was extracted. There is a unipolar lead that had a pacing threshold of approximately 5.5 v at 1 msec. The patient outcome was good.